Manufacturer narrative:
Received an image of the product on (B)(6) 2024. Image shows blade is bent laterally. For the investigation, reviewed IFU on lateral force. Per IFU-0035 rev e busa EU consumable accessories IFU "do not use excessive, lateral, twisting or bending forces to prevent consumable accessory failure such as bending or breakage. " reviewed manufacturing DHR for in-process and final inspection dimensions and material receipt for material composition. Both were found within specification when reviewed with drawing. The blade is a reciprocating sawblade intended for forward / backward motion. Reviewing of image shows use of excessive lateral force causing blade to bend in unintended design. The most likely root cause is user error from attempting to use the blade incorrectly.

Event description:
While performing a hip replacement, the blade bent during surgery. There was no injury.